Manufacturer narrative:
Hill-rom technician found that when the brakes were activated the brake casters did not hold and the wheels would roll. The casters were worn. He replaced the casters and the bed functioned to specifications.

Event description:
Info received indicated the casters on the bed are not locking when brakes are set.